Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient who was implanted with a neurostimulator for complex reg pain syndrome type I and reg pain syndrome type and spinal pain. It was reported that the patient¿s upper implantable neurostimulator (ins) stimulation was too much that it almost caused him to pass out. The patient also reported that when the ins was first implanted on (B)(6) 2013, the healthcare professional (hcp) knicked the patient¿s spinal cord, the patient was leaking spinal cord fluid and they spent 3-4 weeks in bed with a migraine. It was noted that every time the patient sat up, they puked, (and they don¿t what¿s caused it). The patient also noted that he recovered from the leaking, but afterwards, he could not have the stim adjusted too high. Lastly, the patient reported that when he puts his head down, he ¿zaps himself¿ which was painful. The patient was redirected to follow-up with their healthcare professional (hcp) to resolve the symptoms. There were no further complications reported or anticipated.